Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was undetermined. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 00:38:08. During night drain cycle three, the patient's ultrafiltration reading was 18915ml, indicating the home patient (hp) drained 18915ml more than their maximum programmed fill volume of 2000ml. No additional information is available.